Event description:
Boston scientific received information that these other manufacturer right atrial and right ventricular leads were reversed in the device header of this pacemaker. The device was declaring ventricular fibrillation episodes which were approximately 20 seconds in duration. The patient had a history of atrial fibrillation. There was no reports of asystole associated with this issue. The patient was sent to another facility for a revision procedure to be scheduled. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.